Event description:
Device evaluation: the balloon had been inflated. A longitudinal tear was present on the balloon working length, running from the proximal balloon cone to the distal cone. The tear was jagged at the proximal end. Additional scratches were present on the balloon working length. It was not possible to pressurize the device due to an excessive amount of congealed blood and hardened contrast in the inflation lumen and balloon.

Event description:
A sprinter legend balloon dilation catheter was been used to treat a lesion in the cx. The lesion was 80% stenosed. The device was inspected prior to use with no issues noted. Negative prep was performed no abnormalities noted. The balloon could not be inflated. Balloon was reported to be broken, fluid was seen escaping. A non-medtronic balloon and stent were used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: patients condition affected effectiveness of device (80% stenosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusion results: device failure/lack of effectiveness related to patient condition (80% stenosis). Unable to confirm complaint (device not returned).

Manufacturer narrative:
(B)(4)